Event description:
It was reported to adac that when the customer attempted to calculate an electron/photon combination plan the photon beams calculated, but the electron beams stopped at app. 29 percent completed. The system then hung up and a fatal system error occurred. When the customer deleted the photon beams customer could calculate the electron, but the isodoses appeared abnormal. The concern is this may result in the pt being mistreated. There have not been any reports of serious injury due to this issue.